Manufacturer narrative:
The initial reporter was veterinarian. The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. The unique identifier (UDI) # information is not available since the device was manufactured before september 2016. Getinge became aware of an issue with one of surgical lights ¿ powerled. It was discovered that light arm was stiff and difficult to move, upon the device inspection it was found that the water was flowing from the ceiling and falling from inside the arm during lowering the arm. We decided to report the issue in abundance of caution as contact of water with live parts may cause electric shock and rust with water falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. According to the information provided, the presence of water in the main arm and spring arm of the surgical light is the result of a water leakage from the ceiling of the facility. It is a phenomenon external to the device. This problem is not related to the device, the powerled surgical light is not supplied with water and is not a source of a leak. The rust noted on the components is the result of this water leakage. All damaged parts were either replaced or greased or cleaned. The device is now fully operational. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The event site telephone: (B)(6). Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical lights - powerled 300. Received allegation was pointing to stiff and difficult to move light arm. Then, upon the device inspection it was found the water was flowing from the ceiling and falling from inside the arm during lowering the arm. Water had accumulated in the connecting bush between the horizontal arm and the spring arm causing rust. We decided to report the issue in abundance of caution as contact of water with live parts may cause electric shock and rust with water falling off into sterile field or during procedure may cause contamination.